Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06108. It was reported the pt has been experiencing heating while charging. The charging system has heated up to the point that it caused a blister. The pt stated he has been attempting to contact someone about the issue for about a yr and has met with a sjm rep but cannot recall when. A new low energy charger was sent to the pt to address the issue. F/u indicates the new charger has resolved the heating issue and the pt's blister is healing well. On (B)(4) 2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.